Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device evaluation is in progress. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. The reported event was confirmed. Evaluation of the device found evidence that the device had been submerged in bone, which would result in bone chips clogging the area. In addition, this submerging would cause contact with the transition radius between the neck and major shank, which can result in the fracture observed. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke. There was patient involvement; no patient impact.